Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. Additional info: there were two separate product malfunctions involved in this event. This report is for the second one. The first has been submitted under MDR#: 3004526033-2015-00009.

Event description:
It was reported the patient was in asystolic cardiac arrest when a 9001 io needle was inserted into the patient's left leg. This was the second insertion for this patient, an initial insertion was made into the right leg. See additional MFR narrative for more info. Adrenaline was administered through the needle in the left leg as per prf 1626679. The io needle became loose on the third administering of adrenaline at 15:03. Resuscitation was ceased at 15:11 and the patient expired. Both the damaged io needles from the first and second attempts were left in situ. There was a 29 minute delay in administering adrenaline. It was noted that no stabilizers were used.